Event description:
In 2007 a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. When the physician attempted to remove the deployed catheter of a contralateral leg component, the proximal olive separated from the catheter. The broken piece of catheter was successfully removed from the pt using an embolectomy device. The pt is reported to have tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.